Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the procedure. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to report back if any malfunction code reappears and confirmed their understanding of the instructions.